Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had rejected new batteries, gives motor error alarms, random no delivery alarms and unspecified a error codes. It was also reported that one of the pump buttons has to be pressed multiple times to work, the pump has a crack around the battery compartment and near the reservoir window. The pump has also been reported to lose time and date settings, has been rewinding slower, and squirts insulin when priming. Customer¿s blood glucose was unknown. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.